Event description:
It was reported that during a generator change-out for normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient is doing well and will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.